Event description:
It was reported that an uneventful cavity integrity assessment (cia) test occurred during an attempted novasure endometrial ablation procedure. The procedure was aborted and a perforation was confirmed on post hysteroscopy. The patient was discharged home the same day and was reported to have had no "further issues". A hysteroscopy, dilatation and curettage (d&c), sounding with a metal sound (not a hologic device), and removal of excess fluid with a "quill and syringe" were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).